Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges irregular insulin delivery on the pump. Caller reported experiencing elevated blood glucose levels above 300 mg/dl. No adverse event reported. Caller declined replacement pump; no product requested for return.